Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 05/22/2017 with the following findings: review of the pump¿s black box indicated a related call service alarm. The pump powered on with a call-service 069 alarm. A flash chip defect was identified. Unrelated to the complaint, battery compartment cracks were observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that there was a 069 call service alarm. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.